Manufacturer narrative:
The sorter plarail chain assembly was returned to tosoh instrument service center (isc) for investigation. A visual inspection was conducted on the part looking for cracks, misalignments, corrosion, and other physical defects and no damage or defects observed. Isc confirmed the 5v red wire was broken indicating component failure of the sorter plarail chain assembly.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported errors by viewing the error log and seeing the sorter arm fail. The fse checked the x-axis home sensor s020 (pip board) and wire harness pin 2 on connector p11 (p11-2) to connector 13 (cn13) on the sorter board and found that the red 5 volt (5v) wire was broken on the plarail chain harness. The fse replaced the sorter plarail chain assembly. The fse verified the resolution by running macros and quality control run without error and within acceptable ranges. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar cases found during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4033] sorter x-axis home overrun. Cause: the home sensor activated improperly following movement of the sorter x-axis. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. [4063] sorter tip pickup z-axis home overrun cause : the home sensor activated improperly following movement of the z-axis sorter tip pickup. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to a broken wire on the sorter plarail chain assembly.

Event description:
A customer reported "4033 sorter x-axis home overrun and 4063 sorter tip pickup z-axis home overrun" errors on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and human chorionic gonadotropin (hcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.